Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. The customer's husband provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer was unable to open their eyes due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.